Event description:
It was reported that the patient described an 'explosion' of his device that was dissimilar to a shock and wasn't painful. This 'explosion' conincided with audible patient alerts following the event and again the next morning. The device was checked, but telemetry could not be established. There was no evidence of pacing, no output, and it was presumed that the device had shorted out completely. The device was explanted and upon explant a discoloration of the device was also noted. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient described an 'explosion' of his device that was dissimilar to a shock and wasn't painful. This 'explosion' conincided with audible patient alerts following the event and again the next morning. The device was checked, but telemetry could not be established. There was no evidence of pacing, no output, and it was presumed that the device had shorted out completely. The device was explanted and upon explant a discoloration of the device was also noted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed that the device had no telemetry and no pacing output. Further analysis revealed internal arcing in two areas of the hybrid circuit. The arcs resulted in a current path that depleted the battery, causing the device to lose function and telemetry. The extensive damage to the hybrid from arcing was caused by a breakdown in the secondary windings of the charging transformer. This breakdown during a high voltage charge resulted in extensive secondary damage to various areas of the network and discrete components.